Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, while disconnecting the hemopro 2 extension cable from the adaptor cord the connector broke off the end of the hemopro2 adaptor cord. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connector collar on the adaptor was sheared off. It was not returned for evaluation. Based on the return condition of the device, the reported failure "break; adaptor" was confirmed.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, while disconnecting the hemopro 2 extension cable from the adaptor cord the connector broke off the end of the hemopro2 adaptor cord. The hospital did not report any patient effects.